Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Reportedly, device as removed against resistance. It should be noted that the instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU) as a potential adverse event of use of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for a myocardial infarction. Reportedly, when attempting to close the lever after suture deployment it would not close. A few attempts were made to close the lever and finally it closed and the device was able to be removed with a some resistance. Reportedly, the foot of the proglide fully retracted before attempting to remove the device from the anatomy. Upon inspection of the proglide device after removal, it was noted that there was intima stuck in the foot of the proglide (tissue damage). The tissue damage was treated with manual compression and hemostasis achieved with the sutures of the proglide and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.